Manufacturer narrative:
Patient age at time of event: (B)(6). (B)(4).

Event description:
A fetch 2 thrombectomy catheter was selected for use. The catheter was noted to have broke before the case started.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noted 2 separations on the catheter shaft 1 at 17cm from the strain relief and the other at the strain relief. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
A fetch 2 thrombectomy catheter was selected for use. The catheter was noted to have broke before the case started.